Manufacturer narrative:
The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. No delivery alarm/occlusion - unknown timing not confirmed. Pump error 63 confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pin 6). No audio anomalies or pump error 63 noted during testing. Audio levels changed when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed.

Event description:
The customer reported via phone call that the insulin pump received hardware low level failures. The customer¿s blood glucose level was unknown. The customer reported that they were able to rewind the pump. Self test did pass. Troubleshooting was performed. The product will be returned for analysis.